Manufacturer narrative:
Investigation summary bd received one photo for investigation. The photo was evaluated; however, due to the very small additive spraycoat pattern, it was not possible to determine from the photo if the additive is present in the tube. A total of 90 retained samples were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing additive. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes 1 tube was missing the additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes 1 tube was missing the additive. No adverse impact was reported regarding the patient or user.